Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the o-ring within the in-line connector was observed to be frayed, but remained intact and seated in place. A specific cause for this damage to the o-ring could not conclusively be determined through this evaluation. The report of driveline power faults was confirmed onsite by an abbott representative. Although the evaluation of the returned modular cable revealed areas of corrosion within the modular cable in-line connector, a correlation to the driveline communication and power faults could not conclusively be determined through this evaluation. Furthermore, a specific cause for the observed corrosion could not conclusively be determined. It was reported that the patient had an ongoing driveline communication fault and presented with a new driveline power fault. The modular cable, lot 195680, was exchanged to modular cable, lot 199191; however, the driveline power faults returned immediately. The driveline communication fault did not return. The patient ultimately underwent a distal pump cable repair on 31oct2019. Upon examination of the returned modular cable, no damage was observed to the outer jacket or bend reliefs. Examination of the controller connector found it to be unremarkable, with no evidence of damaged pins, debris, or corrosion. However, green/black corrosion was observed within the in-line connector. The modular cable was tested for electrical continuity; the cable passed without issue. Further dissection of the in-line connector of the modular cable did not reveal any corrosion. The wires inside the potted area were unremarkable. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No further related events have been reported at this time. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) warns to keep connectors clean and dry. The patient handbook also lists examples of emergencies, including driveline power fault and driveline communication faults, and the recommended actions associated with these emergencies. The IFU and patient handbook documents explain all system alarms and the recommended actions associated with them. In addition, these documents contain information on how to clean and care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the modular cable had corrosion and was swapped out. The log files captured driveline communication faults that came in with a new driveline power fault. The modular cable and controller were exchanged and the driveline power fault returned immediately. The communication fault did not return. When looking at the modular cable connector from the old modular cable, there seemed to be some corrosion. Patient was admitted. On 31oct2019 technical services performed a driveline evaluation and repair. A hm3 percutaneous cable replacement was performed. There were no issues noted post repair. The original modular cable was returned for evaluation and the o-ring within the in-line connector was observed to be frayed. Manufacturer report number: 2916596-2019-05107.